Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. An undetermined amount of blue/green fluid leaked from the instrument during shutdown. The leak was not contained. The customer was wearing gloves, glasses, and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer technical support worked with the customer to identify that the green striped tubing had came off (detached) of pinch valve (pv15). The customer replaced the tubing to resolve the issue. (B)(4).